Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a lab result, within 10 minutes: 4.4 mmol/l (aviva meter) and 2.2 mmol/l (lab). No adverse event reported. Return of the suspect device was requested for evaluation.